Event description:
It was reported that the user was unable to remove the stylet wire from the catheter's central lumen after insertion of the iab. The entire assembly was removed and replaced without any complications.